Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings: multiple occlusion alarms were observed in the black box. The returned battery cap was used during investigation. During evaluation, a 24 hour duration test was successfully completed on the pump with no warnings or alarms duplicated. The force sensor was found to be within calibration. The pump case was removed and the force sensor pins were seated and the solder connections were found to be intact. There was no evidence of cracked force sensor traces.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).